Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed an atellica test protocol (atp) and found the dilution arm failed the coefficient of variation (cv) and had transducer errors. The cse replaced the pressure transducer on the dilution arm and tightened the angular belt. The belt was re-assembled into the analyzer and the wash ports were aligned. An atp, auto alignment and an autocheck were found to be within ranges. The cause of the falsely depressed ecre3 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre3 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00207 on 11-aug-2025. Additional information (27-aug-2025): siemens further evaluated the event, and a review of the photometer data indicated that there were abnormal readings in the middle of the reaction curve. Siemens concluded that hardware related issues potentially contributed to the falsely depressed enzymatic creatinine_3 (ecre3) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.